Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, lot number: unknown g2: foreign country - switzerland. H3/h6: the system was serviced in the field and the door switch and rotor were adjusted to the correct positions. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during setup after draping the gantry, the door open message stayed on even though the door was correctly closed. The use of medtronic imaging was aborted and the procedure was completed with a non-medtronic imaging system. There was a delay of less than one hour. There was no impact on the patient's outcome.